Manufacturer narrative:
This charger model number was included in a field correction. MFR's eval: corrective and preventive action (CAPA). Eval, result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19074. It was reported the pt experienced heating at the ipg pocket site while charging. The pt dropped the charger and it cracked. A new le charger was sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.